Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: there was debris on the screw. The patient had a hallux valgus. When the surgeon tried to set the screw into the screwdriver, he found the debris on the screw head, so he used another screw. The article was received and sent for investigation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the complained burr was discovered on the screw head. The burr is the same size in circumference as the thread that was observed. The failure occurred throughout the manufacturing process of that screw. The manufacturing documents were reviewed and no complaint related issues were found and we could not find other valid issues in the past for this family of articles. Device was used for treatment, not diagnosis. Placeholder.